Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle fractured while insertion in the body. The customer reported that they seen metal part of sensor and there was no needle prior to insertion. The customer¿s blood glucose was 100 mg/dl. The customer stated that the sensor was stuck to adhesive. It was reported that the sensor was hard to remove. The sensor will not be returned for analysis.